Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was reviewed and firmware errors, error recoveries, and software resets were observed within the investigation window. A functional test was attempted, but it could not be completed due to the perpetual rebooting. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.